Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd drive board. In addition, we confirmed that the air/ water nozzle loosened, the remote control button cut, and the serial number plate worn out; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.